Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm noted. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus/basal. Assisted with clearing the alarm. The motor error alarm occurred more than once. The customer's blood glucose was unknown. Advised customer to return the insulin pump for analysis.